Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and high pacing threshold outputs. There was no period of asystole of greater than two seconds and the patient was not pacemaker dependent. Additional information provided from the field indicated surgical intervention was performed and the lv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.